Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. A button error alarm was not noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 172 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.